Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, the visual inspection showed the proximal conductor was distorted and the outer insulation was breached/cut with apparent explant damage.

Event description:
It was reported during the implant procedure that when attempting to retract the helix, the user turned more than 30 times but the helix did not retract. The user was concerned about lead integrity and did not use the lead. (B) (6) 2010 stl: the lead was not implanted. No patient complications have been reported as a result of this event